Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-0867 3966396 28mm cocr biomet fem hd +6 nk, ep-200146 433340 act artic e1 hip brg 28x40mm, unknown cup. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 3 months post implantation due to pain after experiencing a fall. X-ray demonstrates fracture of calcar and subsequent subsidence of implant resulting in revision of component. Attempts have been made and additional information on the reported event is unavailable at this time.